Manufacturer narrative:
Findings: pump passed the rewind, basic occlusion, prime and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm alarm due to erased history file. Unit had scratched display window. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error during the rewind sequence. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis.